Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a service center request was made. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information: updated problem statement device code updated .

Event description:
It was reported to philips that the device is restarting itself. There was no reported patient or user involvement and no adverse patient/user impact.